Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a fast episode in the ventricular tachycardia (vt) zone and received therapy. The health care professional (hcp) indicated, in reviewing the electrogram, therapy may have been delayed. Technical services (ts) reviewed the electrogram and discussed timing cycles and programming options to mitigate the issue. It was noted that the patient was syncopal. Additional information from the field representative indicated that the syncopal episode was not related to a device malfunction.